Event description:
Received a complaint that, while connected to a patient, 2 separate tubes separated from the filter. The tubing was apparently fine during priming, and separated from the filter immediately upon starting the infusion. This incident happened during treatment in the patient's home. No injury or other adverse event was reported.

Manufacturer narrative:
Investigation is still ongoing, so thus far the complaint has not been confirmed. We will update as appropriate.